Event description:
A consumer reported experiencing ocular redness, irritation, pain, tearing and blurred vision in her right eye (od) after using this product. She further stated that her vision was significantly inhibited due to light sensitivity. She indicated she visited a hospital emergency room on the night of the event date where a doctor diagnosed "corneal ulcerations" (od) upon examination and referred her to a specialist eye clinic. The next day according to the consumer, she was diagnosed with "fungal keratitis" following laboratory testing. The consumer is being treated with anti-fungal medication. In the same month, the consumer visited the eye specialist and there is a suspected corneal ulceration in the left eye (os) although it was not conclusively diagnosed at that time. The consumer purchased the bottle of product while traveling in barbados. The following month, the consumer reported that treatment is continuing and that she had not worn her contact lenses since the symptoms initiated.

Manufacturer narrative:
Evaluation summary: the reporter provided an unmarked clear bottle containing a solution and has been asked to return the original bottle of product. Product history records could be not reviewed because the reporter has not provided an accurate lot number or any identification traceable to the manufacturing documentation. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 11/21/2008.